Event description:
The manufacturer received information alleging a simplygo oxygen concentrator shut down during use on an airplane. The patient's blood oxygen saturation levels decreased and was placed on supplemental oxygen. The patient was taken to the hospital and expired a week later. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a simplygo oxygen concentrator that allegedly shut down during use on an airplane. The patient was taken to the hospital and expired a week later. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.